Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013 stated that the patient was seen on (B)(6) 2010 for mesh erosion and urinary incontinence. The patient was last seen for a check up on (B)(6) 2010. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the date of birth is unknown; the patient was reported to be over 18 years old.